Event description:
It was reported that the patient presented for a routine interrogation check in clinic. It was noted that non sustained right ventricular (nsrvo) episodes determined to be post paced t wave oversensing were observed on the implantable cardioverter defibrillator (ICD). The low frequency attenuation (lfa) filter was programmed on. The patient was to continue being monitored. The patient was stable before, during and after interrogation.